Event description:
It was reported that the right atrial (ra) lead exhibited high impedance as well as a confirmed fracture. It was also noted the right ventricular (rv) lead had fractured as well. Both leads were initially programmed off and were later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.